Event description:
Patient felt ill and called doctor. Doctor advised to go to hospital. Patient tested blood glucose on suspect device before going to hospital and device read 131 mg/dl. At hospital blood glucose was 51 mg/dl. Patient is not sure of treatment received at hospital. Patient was using expired test strips and was not cleaning suspect device properly.